Event description:
It was reported that the needle deployed prematurely upon removing the needle protective cap and prior to activation, indicating a needle mechanism failure. It was further reported that the pod did not emit the expected double-beep after fill. There was no impact on the patient's blood glucose levels reported. The patient applied a new pod and successfully resumed therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.